Event description:
The patient performed control solution test on the teladoc blood glucose meter to verify the device's accuracy, the control solution 1 test was out of range twice and control solution 2 test result was also outside the manufacturer's acceptable range once. The patient did not seek or received medical attention as part of the malfunction.

Manufacturer narrative:
Out of range results were reported from the teladoc blood glucose meter. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be submitted.